Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support for assistance with a supply change and experienced leaking from the connector and cartridge during the process. It was determined that the cartridge and connector had been attached together prior to being inserted into the device, and the patient was advised that this was not the correct procedure. The patient replaced the connector, successfully completed the supply change, and resumed insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.